Event description:
It was reported that during a coronarography, insulation damage was observed. The lead was replaced.

Event description:
The lead was not replaced as previously reported. The lead continues to work well and remains implanted at this time.

Manufacturer narrative:
No medwatch form was received.